Event description:
It was reported that doctor explanted the lens approximately eight years post-implant due to brittle haptic/loops. No additional information was provided. Additional information was requested, but has not been received by bausch + lomb.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.